Event description:
It was reported that this implantable lead was an attempted implant in left bundle placement due to difficulty in positioning. During the procedure, efforts to reposition the helix resulted in elongation, and the lead became lodged within the septum. The physician, after employing all recommended strategies from boston scientific, ultimately resorted to cauterizing the terminal pin, which successfully released the lead in less than a second of cautery application. No adverse patient effects were reported. This lead is expected to be returned for investigation.

Event description:
It was reported that this implantable lead was an attempted implant in left bundle placement due to difficulty in positioning. During the procedure, efforts to reposition the helix resulted in elongation, and the lead became lodged within the septum. The physician, after employing all recommended strategies from boston scientific, ultimately resorted to cauterizing the terminal pin, which successfully released the lead in less than a second of cautery application. No adverse patient effects were reported. This lead is expected to be returned for investigation. Subsequently, additional information was received indicating that the lead is in possession of the hospital and is not expected to be returned.

Manufacturer narrative:
The lead was retained by the hospital; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of tissue/blood stuck in helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.